Event description:
Baxter reported a crack in the light blue part of the miniset. The set had been in place since 4 mos earlier in 2005. Although prophylactic antibiotics were administered (1 g vancomycin and 1 g ceftazidim via intrapertinoneal antibiotics), there was no patient injury as the patient did not contract peritonitis.